Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated intraperitoneally (ip) with cefazolin (dose and frequency not reported) and ceftazidime (1 gm, given ip, frequency not reported) for the event for peritonitis. At the time of this report, the patient's was recovery status was unknown. The action taken with dianeal therapy was not reported. No additional information is available.